Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.8, 5.7, lab: 4.5. No patient information provided.

Manufacturer narrative:
Investigation pending.